Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products) mechanical failure/ operator error. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.¿ the device was not returned.

Event description:
It was reported that the nurse performed indwelling catheterization for the patient. The operation specifications were conformed with the standard. When the syringe was injected with 10ml of normal saline, the balloon was ejected from the foley catheter port. The catheter was immediately replaced and reinserted, which did not cause any harm to the patient. Per follow up information received on 14apr2022, balloon burst had occurred.